Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found rear panel and rear foot rusted, worn out scope socket, and non-olympus life meter is reading at 50+ hours, light intensity output measured within range. Customer installed incorrect model of the front lamp heat-sink. The lamp has insufficient heat compound. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the visera elite xenon light source main lamp does not ignite but spare lamp does work. The issue was found during preparation. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: non-olympus equipment can cause instability of the automatic brightness adjustment. Olympus will continue to monitor field performance for this device.